Event description:
A hospital in (B)(6) reported that a rd900 neopuff resuscitator was not delivering the expected pressure. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.